Manufacturer narrative:
Kouznetsov, e., haldis, t., manchak, m., <(>&<)> drofa, a. (2017). Novel solution for luminal access loss into the double-layered lvis blue¿ construct. Interventional neuroradiology, 23(5), 556-560. Doi:10.1177/1591019917714462 the pipeline flex devices have not been returned for evaluation; product analysis cannot be performed. The devices were not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found reports that three pipeline devices did not open during a procedure. The article states that the patient presented with a large, left cavernous carotid internal carotid artery aneurysm that was increasing in size on follow-up imaging. Endovascular treatment was recommended. During the procedure, the presence of a large, cavernous aneurysm (21x16x15mm with a 13mm neck) was confirmed. A microcatheter and m icrowire were navigated distal to the aneurysm. An appropriately sized ped was loaded and advanced to the tip of the microcatheter. The ped and microcatheter were pulled back to the appropriate landing zone distal to the aneurysm. Through a combination of unsheathing and wire advancement, the ped was ¿deployed without success¿; the article states the ped could not open on the vessel curve. A second ped device was tried in a similar fashion and also ¿failed to deploy.¿ afterward, the microcatheter was exchanged for a different model microcatheter. A third ped device was deployed in a similar fashion and again ¿failed to deploy¿. The treatment strategy was changed. Ultimately, multiple stents were placed in a construct across the aneurysm neck. The article states that the patient emerged from the general anesthesia neurologically unchanged.